Event description:
The customer reported via phone call that the insulin pump had several lines though the display and was difficult to read. Customer reported that this had been an issue for months leading up to the call. The customer also reported that the device's battery cap was worn. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.